Event description:
A medtronic representative reported that the iso-c images were not transferring to the stealthstation treon system. The use of navigation was discontinued as per the surgeon's decision. No impact on patient outcome was reported.

Manufacturer narrative:
A part is not expected to be returned.